Event description:
On (B)(6) 2012, patient reported all of the buttons on the infusion device are unresponsive. He inserted a new battery but this did not resolve the issue. The key-lock feature was not activated. The infusion device was not dropped within the past 48 hours and the buttons do not lay flat after being pressed. The infusion device does not make an audible sound when the buttons are pressed. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.